Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
No additional information provided at this time.

Manufacturer narrative:
(B)(4). Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Unknown if the reported anxiety, stress, and fatigue are directly related to the filter and unable to identify a corresponding failure mode at this point in time.

Event description:
Per review of abdominal/pelvic CT scan, dated (B)(6) 2017, "positive for perforation. Superior ivc filter mid body of l2. Inferior ivc filter inferior margin of l3. No evidence of migration. No tilt of ivc filter. Four ivc prongs are seen extending outside the walls of the ivc."

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Additional information received 2/27/2017 - patient alleges the following: for the prevention of further anticoagulation issues and pulmonary emboli an ivc filter was implanted on (B)(6) 2006. Patient has made no attempt to remove filter, and has no current device specific claims. Patient is worried about filter and is suffering from anxiety, stress, dizziness and fatigue.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2006." It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.